Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device sensed the atrial and ventricular beats appropriately. Due to diagnostic anomaly, it classified ventricular beats more than atrial. There was no therapy delivered. There were no adverse consequences to the patient. No intervention was reported.